Event description:
The customer reported that she obtained a blood glucose reading of 159 mg/dl at 5:38 a.m. With the contour next link meter. Based on the meter readings, the customer received humalog from an insulin pump. The customer then experienced symptoms of hypoglycemia which she described as brain not functioning properly and being shaky, hungry and sleepy. The customer went to the hospital where she received juice and food to rehydrate her. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next link meter and in-house contour next test strips from lot # 1mpef02a using blood sample, which gave a satisfactory performance.